Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced shocking sensation, headaches and vomiting with device use. Reprogramming attempts were made; however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed february 18, 2015.